Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error, which was reproduced. System error 322 was confirmed and caused by a failed upper hook switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's eval of a spectrum pump, it displayed system error 322. There was no pt involvement.